Event description:
It was reported that patient presented for magnetic resonance imaging (MRI). Prior to MRI upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high out of range pacing impedance. No intervention was done. There were no patient consequences.